Event description:
It was reported that during a lap cholecystectomy procedure, the first device was scissoring clips. The jaws of the second device were sticking upon releasing the firing trigger. A third device was used to complete the case with no patient consequences.

Manufacturer narrative:
Date sent: 06/06/2007.